Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 7232cx implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
It was further reported the right ventricular (rv) lead was partially explanted and capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead delivered six inappropriate shocks due to t-wave oversensing (twos). All therapies on the lead were programmed off and the lead remains in service. A future lead revision will take place. No further patient complications have been reported as a result of this event.